Event description:
"Customer called me to notify that his rad 57 was not powering up. They advised that there appeared to be some damage to the contacts in the battery compartment. He thought it might have been some melted plastic or perhaps it was battery acid? Also could be a battery contact broken? No other info available." (Sic). No further information available. There was no patient involvement.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.